Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained reagent lot kit, stored at the recommended storage condition. Testing met acceptance criteria, and the products are performing as expected. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay as well as an increase in complaint activity for the reagent lot. However, testing was performed utilizing a retained kit of lot 71236ud00 and noted that all testing passed, indicating the reagent lot is performing as expected. Device history record review did not identify any non-conformances or deviations for the reagent lot and complaint issue. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 71236ud00, was identified.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data. On (B)(6) 2025, sample ID (B)(6) initial free 4 was 1.63 ng/dl and repeat result was 1.22 ng/dl for a 60-year-old patient. Free t4 customer normal range of 0.70 to 1.48 ng/dl. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data. On (B)(6) 2025, sample ID (B)(6) initial free 4 was 1.63 ng/dl and repeat result was 1.22 ng/dl for a 60 year old patient. Free t4 customer normal range of 0.70 to 1.48 ng/dl. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.